Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump battery level depleted rapidly causing the pump to shutdown. Tandem technical services verified that a shutdown alarm occurred and the battery level dropped from 30% to 5 % in less than 5 hours in the pump logs. The customer blood glucose level was 419 mg/dl. The customer delivered a correction bolus with the pump. The customer reported would use manual injection as alternate insulin therapy.